Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their ins battery is already dead, which was confirmed when they went to the hcp on november 3rd. The patient stated that the hcp had their stimulation set on 5.0 and the hcp told them that there's no way that the battery is dead already, and they were told it should last 10-15 years. Agent reviewed that the battery longevity depends on the stimulation level, if it was set to high, that it most likely will deplete faster. Agent also reviewed that the rechargeable ins is a better option for patients who requires to be on a higher stimulation level, which the patient then said that they were not given that option before. Their insurance wouldn't cover the replacement surgery. They were scheduled on (B)(6) 2025 but has been cancelled a night before, and that they have been fighting over a month for this. The patient requested the manufacturing representative (rep) to contact them to help them get it figured out. So, the rep was contacted and indicated they spoke to the patient.

Event description:
Information was received from a patient and a representative with an implanted neurostimulator (ins) for urinary/bowel dysfunction. The patient reported that their ins battery was low despite only being implanted in 2023. Patient stated that 2 weeks ago on august 21, they had a colonoscopy and turned their therapy off, then probably 2 days past that, they turned their therapy back on and saw the eri message. Patient confirmed that they can feel their stimulation during the call and that their therapy "works when it works", but they were worried about the longevity of the ins. The patient confirmed that the device is elective for replacement and seemed upset because it didn't last as long as they expected. The agent reviewed ins longevity information and patient confirmed that during the call, they were seeing the same eri message when they connected to their ins. Patient was redirected to healthcare provider (hcp) to further address the issue. Patient stated that they would rather have a representative check their device for them. The agent sent an email to the field for visibility. A representative reached out to the patient and did not receive a response.

Manufacturer narrative:
B3: date is estimated; month and year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.